Event description:
It was reported that during a gastric bypass procedure, the device fired an incomplete staple line on one side of the jejunum. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results showed that one device was returned with no visual non-conformances and with three unfired reloads. The device was tested for functionality with the three returned reloads and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manufacturing records were reviewed, and no anomalies were found during the manufacturing process.